Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost weight and was experienced discomfort at the implantable pulse generator (ipg) site. The ipg was revised on (B)(6) 2019 by relocating the ipg site. Device remains implanted. There were no complications during the procedure. Patient was stable.